Event description:
When the IV was disconnected from the patient, the rn found the IV line in the pump with a large bulge noted at the top where the line is inserted into the pump. The line was removed. No patient harm. Precedex had been infusing in the line.======================manufacturer response for smartsite infusion set, (brand not provided) (per site reporter).======================they sent a shipping label for return to investigate.